Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had diminished battery life and insulin pump rejected the new battery. The device gives no delivery alarm. The customer¿s blood glucose level was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test .the off no power alarm functions properly during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The test battery was removed and reinserted with no unexpected failed battery test alarm noted. Device was monitored for 1 day. No unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly or unexpected motor noise noted during testing. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to very damage to the battery cap. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).